Event description:
It was reported that the radio frequency (rf head) would not interrogate a device. The rf head has been returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the device would intermittently not interrogate. The rf head also failed uplink testing and electromagnetic field immunity testing due to the cable and case being out of specification. (B)(4).